Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), menorrhagia ("prolonged menses"), nausea ("nausea ") and pelvic discomfort ("feel like there is a baby kicking (flutters)"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and menorrhagia had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, nausea and pelvic discomfort to be related to essure. The reporter commented: beginning sometime in early 2013, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), menorrhagia ("prolonged menses") and nausea ("nausea "). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed in (B)(6)2015. At the time of the report, the abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and menorrhagia had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and nausea to be related to essure. The reporter commented: beginning sometime in early 2013, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: results: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received; new event nausea was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), menorrhagia ("prolonged menses"), nausea ("nausea ") and pelvic discomfort ("feel like there is a baby kicking (flutters)"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and menorrhagia had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, nausea and pelvic discomfort to be related to essure. The reporter commented: beginning sometime in early 2013, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram- in (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event feel like there is a baby kicking was added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and menorrhagia ("prolonged menses"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: beginning sometime in early 2013, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.